Event description:
It was reported that during an attempted implant when the lead connected to the ICD, sensing, impedance and threshold measurements were not in normal range. The lead was replaced. Patient was not pacemaker dependent. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.